Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. This report is one of several products associated with complaint (B)(4).

Event description:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/(B)(4)) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that coil could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
During treatment of a right carotid ophthalmic aneurysm, the enterprise stent (enc452212/10314343) had friction during advancing. The stent could not be deployed after reaching to the target site. The surgeon had to remove the stent and (mc) microcatheter as unit and changed new stent to complete the procedure. When the surgeon positioned the last coil found that coil could not be detached although several attempts were made. The surgeon changed to same like coil to complete the procedure. There was no report on patient injury. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. A constant and dedicated saline source was used at all times for the enterprise and mc, and the enterprise was recaptured more than once. The enterprise and mc were removed as a unit because the enterprise was stuck in the mc, but there was no additional information regarding the event with the enterprise and mc. No other damages were noticed on the enterprise or mc. For the deltapaq the same cable and box were used with the next devices, and the event occurred with 1 separate coil. After the event, the procedure was completed by changing to a new coil. Pre-deployment electrical check was performed prior to inserting in the patient, and the test passed. Low battery light was not seen during case, and all connections appeared to fit properly without application of excessive force. After the event, the same connecting cables and dcbs were used successfully with subsequent coils, and no resistance occurred during insertion, advancement, positioning, or removal of the coil delivery system. No report was obtained indicating that any attempts were made to detach the coil manually or damages noticed on the devices (kink, bend, stretched, fracture, separate, etc.). The coil remained attached to the delivery system. The target site was the internal carotid artery with characteristics unknown. No further information was provided. (B)(4) a non-sterile unit of enterprise ses was received inside of a plastic bag. Guide wire, introducer tube and stent were received. Guide wire and introducer tube were received inside of one pouch lot # 10314343 part # enc452212. Two stent deployed were received inside one gauze. Microcatheter involved was not received. Functional test was performed without stent. Due to stent was received deployed; a microcatheter lab sample was used and the delivery wire passed through of microcatheter without difficulty. Delivery wire and stent were inspected under vision system and no damages were observed on the devices. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10314343. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failures reported by the customer as ¿stent/ deployment difficulty-unable to¿ cannot be evaluated correctly due to stent were received deployed. The failure reported by the customer as ¿delivery wire/ withdrawal difficulty-through microcatheter with loss of cerebral target position¿ was not confirmed due to functional analysis was performed successful and no damages were observed on the device received. The exact cause of reported events could not be conclusive determined; however, procedural factors might have contributed with the cause of the reported failures by the customer. Neither the analysis or DHR suggest that the failure reported could be related to the manufacturing process; therefore no corrective actions will be taken at this time. This is one of multiple products associated with (B)(4).

Manufacturer narrative:
(B)(4). This is one of 3 product under complaint (B)(4). (B)(6). The product will be return for analysis, but it has not been received. Additional information will be submitted within 30 days of receipt.